Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that upon opening the package, it was noted that there were two holes in the sterile wrapping.

Manufacturer narrative:
The evaluation revealed the k-wire and its package to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The found perforations of the blister plastic and tyvek foils and the cut in the blue protection cap were caused by the k-wire tip; the cutting tip fit exactly into all perforations as well into the cut of the cap. Furthermore the clear tube was found cracked at three edges. Therefore following scenario most likely happened: the k-wire left stryker with intact package and two attached protection caps according to the DHR review. At the customer the package was opened and the blue cap was removed from the k-wire tip (if the clear tube was already cracked could not be determined). After that the opened blister was folded around the inserted k-wire without the protection cap; due to motion of the k-wire within the blister the k-wire tip pierced the plastic and tyvek foils three times. The protection cap was re-attached upside down mistakenly and the k-wire tip cut into the cap material. When the clear tube got cracked could not be determined but the fact that the customer did no complain the clear tube indicates that the tube got also damaged by the customer after the green seal cap was removed. Conclusion: the k-wire is a sterile product; the package is conceived to be opened directly in the surgery room. Opening before surgery and storage without blue protection caps is not intended. Furthermore the product/package must be handled, shipped and stored with care to prevent damages. The case is attributed to an inadequate usage/storage by the customer. No non-conformity was detected.

Event description:
It was reported that upon opening the package, it was noted that there were two holes in the sterile wrapping.